Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds3592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that chemotherapy was started by placing the groshon catheter on (B)(6) 2020. The leakage was found near the suture wing and there was a crack at connection part of the catheter, during blinatumomab infusion on (B)(6) 2020. It was further reported that there was no external force on this connection part. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 5fr d/l groshong catheter. The depicted portion of the catheter included the molded joint, which was placed in a statlock stabilization device and a portion of catheter shaft. A circle was inscribed around the molded joint with text indicating ¿crack on this part.¿ no crack was discernible in the submitted photograph. While no crack was discernible in the photograph, the device could not be thoroughly evaluated. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reds3592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that chemotherapy was started by placing the groshon catheter on (B)(6) 2020. The leakage was found near the suture wing and there was a crack at connection part of the catheter, during blinatumomab infusion on (B)(6) 2020.(please refer to the attached picture) it was futher reported that there was no external force on this coneection part. There was no reported patient injury.